Event description:
Bed was found in the bed storage area with a note on it stating it was not working. Checked the error codes and found error codes 20-49 and 30-35. There were no reports of any injuries as a result of this occurrence.

Manufacturer narrative:
Replaced the left ucm and the right ucm from hospital stock and the problem was resolved.